Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button errors. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump makes loud strange noises when rewinding and insulin pump had locked up and was unresponsive for period of time. The customer also reported that they had to press buttons harder and a few time to respond. The customer reported that backlight was more dim. The insulin pump will not be returned for analysis.